Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the right atrial (ra) lead did not fit the ipg header. A different device was opened and the ra lead fit into the device header. The new device and ra lead remain in use. No patient complications have been reported as a result of this event.